Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported patient end is bending when taking injection. Stated, she does rotate injection sites stated, no insulin flow when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned a total of 19 used 4mm, 32 gauge nano pen needles. The lot could not be identified as no teardrop labels were returned with the samples. All of the pen needles were bent at the base of the patient end, with the angle of the bend varying greatly. This damage is in line with forces applied across the length of the cannula during use. The pen needles were visually inspected prior to testing. 1 of the pen needles was found to have a broken cannula on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No functionality issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 1 of the 19 pen needles had the non-patient end of the cannula break. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the non-patient end of the cannula breaking appears to be accidental damage from stresses caused by inserting the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported patient end is bending when taking injection. Stated, she does rotate injection sites stated, no insulin flow when taking injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported patient end is bending when taking injection. Stated, she does rotate injection sites stated, no insulin flow when taking injection.